Manufacturer narrative:
It is our understanding that this consumer was suffering from a migraine, took morphine and went to sleep while laying on a heating pad. These actions are a direct violation of the instructions and warning provided. This incident was caused by the misuse/abuse of the product, the investigation of this product is ongoing and once we are allowed access to all the information, we intend to supplement this report, if necessary.

Event description:
Consumer alleges that a heating pad caused a 3rd degree burns to her hip that required skin grafting.